Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported dentist recommended they discontinue use of the aligners. The aligners have caused significant persistent jaw pain. The aligners has also caused their bite to be off. When they close their mouth only the back teeth on the right side touch.